Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, it was a case of an implant of 23mm sapien xt edwards transcatheter heart valve implanted in pulmonary position that underwent intervention for a valve-in-valve procedure after an implant duration of approximately 8 years and 11 months due to degeneration. A non-edwards valve was implanted within the existing edwards device.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve - degeneration/deterioration" was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the sapien xt thv was deployed in pulmonic position, which was not an indicated use of the device at the time of original implantation. Therefore, this was an off-label operation. During the manufacturing process, all sapien sxt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, "it was a case of an implant of 23mm sapien xt edwards transcatheter heart valve implanted in pulmonary position that underwent intervention for a valve-in-valve procedure after an implant duration of approx. Of eight (8) years and eleven (11) months due to degeneration. A melody valve was implanted within the existing edwards device." Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.